Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that vitrectomy probe not cut and not aspirate before vitrectomy surgery. The surgery was completed on the same day by replacing the product with another one. There was no patient impact.